Manufacturer narrative:
Block d4: h4. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Block h10: investigation results: a rotatable snare was received for analysis. Visual inspection visual inspection that the cautery was detached, and it did not return for analysis. The reported cautery pin detachment of device or device component was confirmed. During product analysis performed on the device, it was found that the cautery was detached, however, the cautery pin did not return for the analysis. The definitive cause of the reported issue cannot be established due to lack of evidence. Additionally, without the cautery pin, the cause of the event is unknown. Therefore, the reported cautery pin detached was classified as cause not established.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, outside the patient, there was a connection problem of the active code connector as it has loosened and disconnected. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4: h4 the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, outside the patient, there was a connection problem of the active code connector as it has loosened and disconnected. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.